Event description:
It was reported the patient was unable to enter MRI mode. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000075392. A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.